Manufacturer narrative:
(B)(4).

Event description:
A sensor (part number sts-gl-011 /serial number (B)(4)/lot number 5220184) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The customer complaint was confirmed; however, it is unknown if the returned sensor is the product at fault. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction - the g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.